Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On 19nov2025 at 09:33:19, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. It was stated that the patient disconnected the mpu from outlet ac power two times to move rooms. It is unknown whether the no external power alarm observed is related to the reported information. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. There was not enough information (serial number or lot number) provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott heartmate 3 instructions for use with heartmate touch, rev. D and abbott heartmate 3 left ventricular assist system patient handbook, rev. A are currently available. Heartmate 3 instructions for use, rev. D section 3 - ¿powering the system¿ and heartmate 3 patient handbook, rev. A section 3 - ¿powering the system¿ states how to properly provide power to the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. This section also states when the mobile power unit is initially connected to power it performs a self-test. After the self-test is performed, the green ¿power on¿ light should remain lit and the mobile power unit is ready for use. Heartmate 3 instructions for use, rev. D section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. G section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. D section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use, rev. D section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook, rev. A and heartmate 3 instructions for use (IFU), rev. D caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation which captured a no external power event on (B)(6) 2025 while the patient was connected to mobile power unit (mpu) power likely caused by power to the mpu being briefly interrupted. The patient was having low voltages and noted that there were two instances where they disconnected their mpu from the wall while connected to it so that they could move rooms. Their emergency backup battery (ebb) had been used 14 times for a total time of 9 minutes. The log files captured the ebb being engaged a total of 10 times: three times on (B)(6) 2025; one time on (B)(6) 2025; three times on (B)(6) 2025; one time on (B)(6) 2025; one time on (B)(6) 2025; one time on (B)(6) 2025.